Event description:
It was reported that elevated cardiac enzymes and myocardial infarction occurred. The patient was on a prior regimen of aspirin (>= 72 hours) and antiplatelet medication other than aspirin (>= 72 hours) at the time of index procedure. A loading dose of 325 mg of aspirin was given prior to index procedure. The 40 x 3.50 mm target lesion in the main branch was located in the proximal left circumflex artery (lcx). The target lesion in the main branch was pre-treated with two devices using the largest balloon diameter of 4 mm x 15 mm length of non-compliant balloon angioplasty catheter and semi-compliant balloon angioplasty catheter and successfully treated with a 3.00 mm x 40 mm non-boston scientific drug eluting stent with 0% residual stenosis with timi flow of 3. The target lesion in the side branch was located in the 1st obtuse marginal (om) segment. The target lesion in the side branch was pretreated using the largest balloon diameter of 2.5 mm x 12 mm length of non-compliant balloon angioplasty catheter and successfully treated with a 3.00 mm x 12 mm agent dcb with 20% residual stenosis with timi flow of 3. (Initially an attempt was made to perform a kissing balloon inflation with 3.00 nc and agent balloon in om but the devices could not be delivered together through a guide extension. Because the agent balloon had been in the body for greater than 1 min but not inflated, the physician decided it was best to take a fresh balloon on its own to ensure maximal drug delivery to the area.) One day later, cardiac enzymes were noted to be elevated meeting the criteria for myocardial infarction. The patient was discharged from hospital with clopidogrel and another antiplatelet medication.